Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) levels of 350-360 mg/dl and vomiting; cause was not known. Customer performed a supply change and administered a manual injection to address the issue and went to the emergency room with moderate ketones on (B)(6) 2025. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.